Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with needle had a molding defect. No serious injury or medical intervention was reported. Verbatim: "the distributor found that the needle 5/5 was below the lower limit when sampling the taper fit of the batch."

Manufacturer narrative:
Investigation summary: DHR: 1801161: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. No sample or picture available for evaluation. Since bd was unable to confirm your indicated failure mode, review of DHR showed no indication of the alleged defect, no root cause related to manufacturing process is determined and absence of other complaints related this issue were received, it was concluded that no corrective action is required at this time. Process monitoring will be conducted in order to ensure that product is maintained within established tolerances.

Event description:
It was reported that bd¿ syringe with needle had a molding defect. No serious injury or medical intervention was reported. "The distributor found that the needle 5/5 was below the lower limit when sampling the taper fit of the batch."